Event description:
This report summarizes one malfunction. A review of the event indicated that model nnu8pt experienced a fluid leak. This report was received from one source. The device was used in the patient. There was no reported patient injury.